Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that it was not possible to aspirate without getting the air in the syringe. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. Troubleshooting steps included aspirating faradrive multiple times to get air out, yet no improvement. The dilator was inside the sheath prior and nothing was inside at the time, the air was observed. The account was using a perfusor with 100ml/h. However at the time of the issue the flow was not running. The bubbles were observed at the flushing line and excessive bubbles in the aspiration syringe. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that it was not possible to aspirate without getting the air in the syringe. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.